Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a review of the remote monitoring presenting electrogram showed the patient had intermittent threshold changes. Further review of the remote monitoring data showed that noise oversensing had disabled the minute ventilation sensor. The cause to the noise is not known. Additionally, the right atrial (ra) lead from another manufacturer, showed a jump to a pace impedance that was greater than 2000 ohms. Subsequent measurements show the pace impedance dropped down to levels, previous to the jump. The health care professional reported that the patient is not dependent. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.